Event description:
Patient undergoing removal of left-sided pleurx catheter. Reportedly, after the area was prepped, gentle traction was used and the catheter was removed. Upon removal it was noted that the cuff, on the pleurx catheter, remained in the patient. Per the medical record, the tract where the catheter had been was explored without success. Incision was closed and a dry dressing was applied.